Event description:
An cyc care professional reported that in 2005 a pt informed him that pt saw dr. Due to red eye. The pt was trial fitted with focus night & day as extended wear in 12/04 and had been dispensed a regular supply in 1/05. The pt had previously worn ost 2 week lenses as dialy near (unk lens care system). In 1/05 the pt returned to eye care professional starting that pt had an ulcer od. Pt returned the fnd lenses, exchanging them for previous ost lenses to resume wear when indicated by their dr. The doctor's assistant confirmed that the pt presented in 2005 wearing a lens in their left eye only and va 20/40 od with mild pain. Pt was using polymycin prescribed by another doctor sometime previously. Slit lamp examination revealed an old scar in their right eye with a new staining infiltrate above their pupil at 10.00. The pt was prescribed vigamox. At follow-up examination on 1/31 the ulcer had resolved leaving a small residual scar od. Via with old rx glasses was 20/40 od. The pt was discharged and instructed to resume lens wear.